Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited loss of capture and sensing. The lead was no longer used and replaced. The patient was doing fine after the event.

Manufacturer narrative:
(B)(4).